Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) was dispatched and 24-feb-2016 found w/h tubing disconnected. Customer ran qcs and patients without w/h. Connected tubing and primed buffers. Ran start up and several patients to verify. Did general cleaning. Cleaned and lubricated leadscrews. Ran controls and precision (x10). Qc (quality control) is good. Chromatograms looked good. The most probable cause of the reported event was a w/h tubing found disconnected.

Event description:
On (B)(6) 2016 the customer reported low ta (total area) with their hlc-723g8 analyzer. Customer reported getting low ta on both patient samples and qc (quality control) material. They are getting no peaks at this time. Pressure is normal and no leaks noted. They do have a spare sample needle on site but it is not a 019500, they state that it is for a g7. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.